Event description:
During follow-up, oversensing was observed. Abbott technical support was contacted and confirmed the oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.